Event description:
Clinic notes dated (B)(6) 2013 note that a c-spine CT performed on (B)(6) 2013 showed evidence of left vocal cord paralysis. The relationship to vns and date of onset is unknown. Attempts to obtain additional information have been unsuccessful to date.